Event description:
It was reported a pt fell from a hoyer lifter. Per facility administrator the pt's fall did not fall within the [define to report] in addition the pt's condition was failing prior to falling and pt's post admittance to the hosp [they feel] also has nothing to do with the fall "at least this is their opinion right now". Facility requested MFR to do an on site eval of all lifters. Nine (9) lifters were inspected in all, in summary, almost all the lifts inspected had the same problems throughout the facility, some worse than others. Lack of maintenance or incorrect maintenance done to them, it was recommended to the facility to consider replacing the present lifts with new units. Sending to facility assembly, maintanenace & specification manuals for lifters than they do have in-house and in-service. In addition sending instruction video.